Event description:
Site reported undercorrections. Upon review of data provided by the physician, it was determined that this pt exhibited a 1 line loss of bcva at 3 month post-op in the right eye. There was no undercorrection, the pt was plano at all post-op exams. This report is for the right eye. The left eye did not experience any loss of bcva. Additional information has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/13/2007.